Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's physician reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis. The customer's blood glucose level was unknown. Customer assisted with troubleshooting for auto mode. No further information was given. The insulin pump will not be returned for analysis.